Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being very upset with the function of insulin pump and belt clip. Customer reported of receiving a motor error alarm and a compromised force sensor alarm. Customer's blood glucose was unknown. After much discussion with customer, it was reported that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion, prime and excessive no delivery test or verify motor error alarm due to a33 alarms. The motor passed motor test. The insulin pump was received with partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.